Event description:
It was reported that the touchscreen is unresponsive. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been rec'd for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.